Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had a motor error alarm during the rewind process. The customer¿s blood glucose was 108 mg/dl. Troubleshooting was performed. The alarm was cleared. The drive support cap was not damaged. There was a motor position encoder error alarm in the alarm history. They were unable to exit the rewind screen. The device will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. Unable to verify e70 alarm in the alarm history due to history file overwritten.